Event description:
It was reported cassette lock sticks during testing. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. During visual inspection, all tamper seal were intact. Functional testing duplicated the reported complaint. The root cause was found to be latch lock assembly. Latch lock assembly was replaced.